Event description:
It was reported that during an unknown procedure, approximately fifteen minutes after the beginning of the procedure, the active blade broke off and fell into the abdomen. The blade was retrieved and no adverse patient consequences were reported. It is not known how the procedure was completed.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.